Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 99 mg/dl. Customer does not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced.